Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the drive support cap was protruding. The reported blood glucose reading at the time of the call was 119 mg/dl. Advised the customer that the insulin pump would be replaced. However, the mother stated she would call back when she has the serial number of the insulin pump. The mother did not call back. Called her and left several voice mail messages. Nothing further was reported.